Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was offered, but the nurse stated that, the medical doctor is requesting a company representative come to the hospital. No further information was provided.